Event description:
It was reported that far field r waves over-sensing with atrial arrhythmia was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.